Manufacturer narrative:
Voluntary medwatch report received: mw5152736.

Event description:
Voluntary medwatch report received reported that the atrial lead therapies were deactivated following dislodgement. No intervention was reported. Patient condition was not provided.